Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a collar separation occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery. A guidezilla¿ guide extension catheter was advanced to the target lesion. During the procedure, upon advancing a non-bsc device into the guidezilla severe resistance was felt. Upon removal, it was noted that the collar was slightly separated. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.